Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 121 mg/dl on their meter and 91 mg/dl on the lab. Tests were done within 10 minutes with a difference of 30%. Patient did not experience any adverse events.